Event description:
It was reported that an infusion site was inserted with the needle guard still on, leading to an improperly deployed infusion set and resulting hyperglycemia while using an ilet pump. The device component implicated was the cannula, and the event was managed through troubleshooting and education. Symptoms included hyperglycemia with a reported blood glucose of 460 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem with failure to follow instructions and an infusion set deployed incorrectly, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.